Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Healthcare professional reported that while using the suctionaid tube there were leaks in the cuffs which resulted in a decrease of airway pressure with the patient. After reinflating the cuff the airway pressure went back to normal, temporarily. There was no life-threatening situation or adverse health outcome reported.

Manufacturer narrative:
The customer reported that three devices contributed to three reported events (one device per event). In response to the reports, three initial medwatches: 2183502-2016-01397, 2183502-2016-01395, and 2183502-2016-01398 were submitted. The customer returned one 7.0mm blue line ultra suctionaid with inner cannula for evaluation and reported that the two additional devices were previously disposed of. It could not be determined which reported event was associated with the returned device; therefore, the evaluation of the one returned sample will be used for each medwatch follow-up. The returned device was received inside a plastic bag without its original packaging and showed signs of use. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were observed. During functional testing, a syringe was used to inflate the device cuff and the device was submerged in water; no leaks were observed. Investigation could not confirm the complaint and found the device to operate as intended. (B)(4).